Event description:
A us distributor returned a monitor and reported monitor delivered a monophasic pulse.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (delivers monophasic pulse) was isolated to a the t3 transformer on the defibrillator pca board having a cold solder joint, causing intermittent fault. The root cause for the defective transformer could not be positively identified. There was no adverse event that resulted from the damaged monitor.